Event description:
It was reported that the ¿device broke¿ before use. There were no patient complications reported.

Manufacturer narrative:
The catheter is not available for evaluation. Without return of the product, it is not possible to confirm the complaint or determine if damages or defects were present on the product. A review of the manufacturing records indicated that the product met specifications upon release. No other actions will be taken at this time.